Event description:
It was reported that a patient presented in-clinic and low pacing impedance noted on the patient's lefty ventricular (lv) lead. The lv lead was capped and replaced on 21 feb 2023. The patient was stable throughout.